Event description:
It was reported that the insulin pump had blank display and alarmed weak battery. Customer's blood glucose was 400 mg/dl. Customer stated that she treated with manual injection. Troubleshooting was done. Advised customer that battery cap would be replaced. Customer also mentioned had issues in removing the battery cap due to she was not using the insulin pump for about 2 months. Customer also reported that the she was hospitalized for low blood glucose and high blood glucose. Customer unable to continue and stated will call back for hospital information due to she was not feeling well. Customer's blood glucose was 349 mg/dl. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump passed functional test including prime and compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No blank display, unexpected low battery alarms or weak battery alarms noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Refer to manufacture report 2032227-2014-45308.